Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery cap damaged, battery cap¿s metal contact missing/damaged, physical damage to the pump. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-326a, mmt-1715kl, mmt-397. Troubleshooting was performed. Customer was using the insulin pump system within 48 hours of the reported event. Customer reported physical damage: cracked along the right side. Customer reported battery cap damaged. Damage is on metal contacts. No further patient complications were reported. No product return is required for mmt-326a. Mmt-1715kl was requested and customer response was the device will be returned. No product return is required for mmt-397.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump was received with no battery cap. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. The test p-cap and reservoir does lock in place in the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case, cracked case (battery tube), battery tube threads - cracked and label damage (faded end cap address label). Unable to confirm battery cap cracked/damaged due to receiving pump with no battery cap. Unable to confirm battery cap contact missing/damaged due to receiving pump with no battery cap. Cosmetic damage was confirmed at right side of pump. Unable to verify customer's high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.